Event description:
A patient reported blood glucose results of "17.0 mmol/l" with a lifescan meter and "12.0 mmol/l" on a laboratory device, performed within 10 minutes of each other. No products have been replaced.